Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device by the manufacturer's field service engineer, the customer's complaint was confirmed. The device's oxygen blending module board and sensor board were replaced to address the issues.